Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure.the visual inspection of the returned product noted; the distal end of the device appeared to have a gouge.pmv performed functional testing: the device passed an air leak test.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the gouge at the distal end of the device may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: a laparoscopic sigmoidectomy procedure was performed. After the operation was completed, the tip of the trocar was slightly deformed, like it was melted. The device was being used with a harmonic ace+. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.